Manufacturer narrative:
The reported event of failure to capture was confirmed. A complete lead was returned in two pieces. Final analysis found an internal insulation abrasion breaching the ring electrode cable lumen and the inner coil lumen was noted at 5.8 cm to 6.8 cm from the distal end. The reported event of failure to capture was isolated to one ring electrode ethylene tetrafluoroethylene cable coating abraded and the inner coil lumen abraded exposing the inner coil at the abraded region. All other damages noted were consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-08678. Related manufacturer reference number: 2017865-2021-08680. It was reported that the patient presented for a generator change out procedure. Upon investigation, the right ventricle and atrial leads exhibited noise. Fluoroscopy revealed the right ventricle lead had externalized conductor cables. Additionally, the left ventricle lead exhibited failure to capture since 2016. The right ventricle, atrial, and left ventricle leads were all explanted and replaced. Patient was stable.